Event description:
It was reported that balloon pinhole occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation, it would not hold pressure and it was noted that the balloon had a hole in it. No patient complications were reported.